Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls 24x1 an bawal contained foreign matter. The following information was provided by the initial reporter: "dr found some liquid / sticky material inside barrel after pulling plunger of new syringe after unpacking. After interacting with customer I came to know that he had destroyed those faulty syringes afterwards. On asking other details of product doctor replied he will let me know if finds same kind of problem in next lot of syringes."

Event description:
It was reported that syringe 3ml ls 24x1 an bawal contained foreign matter. The following information was provided by the initial reporter: "dr found some liquid / sticky material inside barrel after pulling plunger of new syringe after unpacking. After interacting with customer I came to know that he had destroyed those faulty syringes afterwards. On asking other details of product doctor replied he will let me know if finds same kind of problem in next lot of syringes."

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿liquid / sticky material inside barrel after pulling plunger of new syringe after unpacking¿ with an unknown lot number regarding item # 307754 the complaint could not be confirmed, and the root cause is undetermined. The DHR was not reviewed as the customer has not reported the lot number of the product complaint. Bd has not received any samples photographs or lot number from the customer for investigating the reported defect. We also investigated the molding, assembly and packaging processes of emerald 3ml to identify a similar defect. All the process controls are found within specification and in right working conditions. All the lines from molding to secondary packaging were evaluated to find presence of any liquid / sticky material inside barrel and no component was found with any liquid / sticky material inside barrel no such defect was found on the inspection of retention samples on one random lot of 3ml emerald available at plant. Due to unavailability of actual defective samples further investigation could not be initiated. The exact root cause could not be identified. The defect is not confirmed. H3 other text : see h.10.